Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 92 mg/dl. The customer reported that the device was exposed to fresh water. Customer reported that the device was dropped in river. The customer reported there is fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No blank display was noted. No failed battery test or battery out limit alarms noted. No traces of moisture were noted at the electronic or motor assemblies. The pump was received with minor scratches on the lcd window.